Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received inappropriate shocks for oversensing of atrial flutter waves. The smart pass feature had been disabled. Disk analysis is being performed for possible r wave amplitude reduced due to smart pass. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received inappropriate shocks for oversensing of atrial flutter waves. The smart pass feature had been disabled. Disk analysis is being performed for possible r wave amplitude reduced due to smart pass. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that analysis shows simulations indicated having smart pass off may have had a small reduction in the level of oversensing and because of the difference between the field and baseline simulations, this is not conclusive. Ultimately, this s-ICD shock therapy has been programmed off. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received inappropriate shocks for oversensing of atrial flutter waves. The smart pass feature had been disabled. Disk analysis is being performed for possible r wave amplitude reduced due to smart pass. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that analysis shows simulations indicated having smart pass off may have had a small reduction in the level of oversensing and because of the difference between the field and baseline simulations, this is not conclusive. Ultimately, this s-ICD shock therapy has been programmed off. No adverse patient effects were reported. Additional information was received that low r waves lead to oversensing. Imaging was performed and this s-ICD was abandoned. A transvenous system was implanted and remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.